Event description:
Caller reported a malfunction on the pump, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, and the caller successfully reset it with no recurrence of the malfunction code. Customer was advised to continue using the pump and contact technical support if any further malfunction codes appear. The caller acknowledged and understood the instructions.